Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that within 30 mins of the procedure, the pt experienced chest pains and EKG changes. The pt returned to the cath lab. Ivus was performed and in-stent thrombosis was confirmed in both promus stents. The thrombus was successfully treated with a thrombectomy device and ballooning. It was further reported that during access, the pt experienced chest pain which was treated with medications. There were no additional pt effects reported.

Manufacturer narrative:
Angina and thrombosis are listed in the promus IFU as known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. In this case, it is possible that the angina and EKG-ECG changes may have been secondary effects of the thrombosis, which was treated with thrombectomy and additional ballooning. In this case, a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined. The second promus stent (part 1009541-23, lot 9041561), indicated is being filed under the same MFR #.